Event description:
It was reported during follow up, externalized conductors were observed via x-ray. No electrical anomalies were noted. Lead remains implanted and patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.